Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure when connecting the left ventricular (lv) lead to the header of the cardiacresync hronization therapy defibrillator (crt-d), all lv2 vectors exhibited high undefined pacing impedance measurements. The physician reinserted the lv lead multiple times to confirm it was seated firmly in the header. It was noted that all other vectors had appropriate impedances. The physician proceeded with the implant of the lv lead and device and the pocket was closed. The final programming of the lv lead was lv3 to lv1. Impedance alarms for the lv lead were disabled. It was further reported that a few days later, a warning triggered for high undefined lv3 to lv1 pacing impedance. In addition, the right atrial (ra) lead exhibited high threshold. Device data indicated all impedances associated with lv1 and lv2 electrodes resulted in high undefined pacing impedance. It was also noted that there was high lv lead threshold. The crt-d, lv lead and ra lead remain in use. No patient complications have been reported as a result of this event.